Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that when a patient presented remotely through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on a stored egm. The recommended programming changes were not made at this time and will be discussed with the following physician. Patient was stable.